Event description:
Customer called stating his insulin pump has been alarming no delivery lately. Customer's current blood glucose was 362 mg/dl. He has not treated yet. In troubleshooting, customer could not manually push insulin through the tubing with a plunger. He said when he tried, insulin does not exit and there is more resistance with the plunger push. Customer was advised the no delivery alarms were caused by a set/reservoir connection. Customer called a few days later with the same issue. His blood glucose at that time was 97 mg/dl. He still could not manually push insulin through with a plunger. When he switched reservoirs, the issue was resolved.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.